Event description:
The customer reported the system failed to boot up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gpos, mainframe power supply ps1 and vortex display adapter were evaluated and replaced. The system was tested and found to be working as intended and returned to service.